Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/28/2017, that on (B)(6) 2017, there was a g5 mobile application app interruption due to ios upgrade on smart device. No additional patient or event information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.